Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the consumer experienced ulcer and dry eye with the complaint contact lenses. The consumer used the contact lenses all day, in the gym and at night the consumer took them off for the computer. The eyes of the consumer burned, turned red and white dots came out. The ophthalmologist told the consumer that it was an ulcer and the consumer had an infection. The consumer was advised to rest the use of contact lenses for a week. The consumer suspended the use of the contact lenses and used them again and the same thing happened.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. There are no other similar complaints reported on this lot. Investigation has been completed based on current information. Retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of contamination in the 12 pieces of lenses. From the DHR finishing review, there is no any abnormalities observed during the manufacturing of this complaint lot. The lot met the release specification according to manufacturing procedure. The lot has undergone overkill sterilization cycle and the sterilization process parameter and bi incubation result also met specifications. There is no nonconformance reported during the manufacturing of this lot. No contributing factor identified in the manufacturing investigation. No product return for evaluation therefore no root cause identified for this investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: this is the second of two reports for the same patient involving two lot numbers of the same product. Please see additional reports submitted under manufacturer internal reference numbers (B)(4) for a description of the first reported lot number (10409337). Two (2) lenses in sealed blisters were returned. The 2 sealed samples received were visually inspected and further tested. Testing was performed in accordance with company operating procedures. According to the sample evaluation summary; sample 1, received sealed, was found to meet manufacturing specifications for package integrity, osmolality, and ph parameters, surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 2, received sealed, was found to meet manufacturing specifications for package integrity, osmolality, and ph parameters, surface and edge visual criteria, as well as, base curve and diameter parameters. However, in the linked quality summary (qs), the sample 1 and sample 3 with engraving ciba b745 were found to be consistent with lot 10422630 based on the engraving. The lot (10422630) for this complaint qs met the manufacturing specification. There are unknown sample 1 and 3 from the linked qs however according to the sample evaluation summary for the linked qs: sample 1, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 2, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 3, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 4, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. All the samples meet the manufacturing specifications . No impact to this complaint investigation , therefore no further update to required. Four (4) lenses in a consumer flat pack were received. The 4 samples received were visually inspected and further tested. Sample 1, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 3, received opened, was found to meet manufacturing specifications for surface and edge visual criteria, as well as, base curve and diameter parameters. Sample 1 and sample 3 with engraving ciba b745 were found to be consistent with lot 10422630 based on the engraving. No lot number provided. Complaint trend were reviewed and no any abnormalities were found during trend review. Samples were found to meet manufacturing specification. All the sample meet manufacturing specification therefore no root cause were identified. No root cause identified was concluded for this reported complaint, hence no corrective, preventive action will be initiated at this moment.